Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer stated that as you push the lift down the hallway, the legs separate on their own. The dealer also stated that after she hit the up button the lift continued to travel upward.